Event description:
While physician was attempting to remove a previously placed filter, the retrieval device separated from its shaft, leaving part of the retrieval device still connected to the ivc filter. A second device was opened and successfully retrieved both the ivc filter and prior retrieval device. No harm evident to the patient. Pt remained in hospital overnight for monitoring. Pt had a very small hematoma to right neck. Pt was stable and able to be discharged on home medications including xarelto. Manufacturer response for vena cava filter retrieval set, (brand not provided) (per site reporter): event reported to cook sales representative at time of event. Three days later, this event was reported to cook customer relations representative. No product is available for return.